Event description:
It was reported that the left ventricular (lv) lead exhibited high impedances. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Competitor implantable pacing lead 2010 (B)(6); competitor implantable tachy lead 2010 (B)(6). (B)(4).